Event description:
It was reported that patient presented remotely via merlin net. Review of the transmission revealed that the patient's ventricular lead exhibited noise oversensing and under sensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not provided yet.